Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked retainer. (B)(4).

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device passed displacement test, self test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with cracked retainer. R&d disposition: for (B)(4), the location of the missing or damaged retainer ring is from hairline crack @ 9 o'clock. The retainer has 2 residual notch that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this insulin pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. (B)(4).

Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device passed displacement test, selftest, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with cracked retainer. R&d disposition (B)(4): for (B)(4), the location of the missing or damaged retainer ring is from hairline crack @ 9 o'clock. The retainer has 2 residual notch(es) that are still intact. Upon retesting, the p-cap is able to be secured in place. There is a visible fracture point at the 9 o'clock position of the retainer ring and the weld joint is still intact. Last, this pump showed no signs of cracking on the battery tube, had minor scratches present on the lcd screen, and had no visible damage to the keypad. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was dropped by customer and reservoir was unable to lock in place when inserted in insulin pump. Customer stated that there was crack at side of reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will return for analysis.